Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the diagonal vessel. The reference vessel diameter was 2.5mm and lesion length was 12mm. Pre-procedure was 100% stenosis and post-procedure was 5% stenosis. A 2.5x12mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. Two days later, the patient had unstable angina, braunwald classification (iii b). Medications were asa and clopidogrel. Same day the patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : product unavailable for analysis.